Event description:
Information received with return of the explanted device notes "corrosion of the wire in the header as suggested by pacer tel emetry." The pacer pocket was "inflamed suggesting delayed healing or infection." Loss of capturee and high ventricular lead impedance was also noted. The patient was not pacemaker dependent.